Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss could not be tested as some of the components were not returned. The reported foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle device after a interventional procedure to treat a lesion in the left common femoral artery (lcfa) using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. After removing the prostyle device from the patient anatomy, it was noted that the posterior foot of the device was missing. The physician was unable to located the missing prostyle foot inside the patient anatomy using fluoroscopy and ultrasound. Manual arterial compression was applied to achieve hemostasis. The physician confirmed that the lower limb circulation of the patient was fine. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.